Manufacturer narrative:
The customer¿s report that the normal saline syringe tip broke off in the extension tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Inspection observed that the syringe tip was broken off and was lodged within the extension set's female luer end. Closer inspection under a lab microscope observed signs of stress marks on the surfaces of the syringe breakage. However, no anomalies or damages were observed on the extension set model me2017. During visual inspection, clear fluid was also observed in the tubing throughout the set. Functional testing could not be performed due to the breakage of the syringe¿s male luer tip lodged inside the extension set¿s female luer. The root cause was not identified.

Event description:
It was reported that the normal saline syringe tip broke off in the extension tubing and required a new tubing set up. The customer states there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, no additional information about the patient demographics was provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the 0.9 normal saline syringe tip broke off in the extension tubing and required a new tubing set up. The customer states there was no patient harm.